Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; three events were confirmed during testing. Two devices were found to be affected by corrosion. One device was found to have a wear problem. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device overheated. Two events had patient involvement with no patient impact. One reported event had no patient involvement or patient impact.